Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, early cannulation grafts are viable alternatives for conventional and complex access creation that allowed early cannulation in 70% of the cases.

Event description:
Received a study titled "early cannulation graft flixene¿ for conventional and complex hemodialysis access creation." The study was to evaluate the initial experience with flixene for conventional and complex hemodialysis access creation for end stage renal disease patients from january 2013 to july 2014. Per the article adverse events occurred including bleeding / hematoma, infection, thrombosis and steal syndrome.